Event description:
N/a.

Manufacturer narrative:
An event of device deformity and premature separation was reported. A returned device assessment could not be performed as the device was not returned for analysis. One image was received from the field of the deformed device inside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device deformity and premature separation could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 10f amplatzer trevisio intravascular delivery system. During procedure, the device developed a bulge-like shape. There were attempts to reposition and reshape it were unsuccessful. The deformed device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system but there was presence of eustachian valve. A new occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure.there was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and discharged.